Manufacturer narrative:
Technical evaluation of the lift involved in the event revealed that were no abnormalities found that could cause contribute to the alleged event. All securities worked properly. The sling in question was not available during technician visit at the facility site. We are in the process of reviewing information. Additional information will be provided upon investigation's conclusions in final report.

Manufacturer narrative:
It was reported to arjo representative on (B)(6) 2019 that there was the incident with the involvement of maxi move passive floor lift and passive clip sling. Based on information provided during initial phase of patient's transfer (weighting 100 kg) one of the clips detached from the lift spreader bar causing patient to fall of the sling. Patient was just above the bed so no injuries has been reported. After the event there was an arjo qualified representative evaluation provided. Technical evaluation of the lift involved in the event revealed that were no abnormalities found that could cause or contribute to the alleged event. Lift worked properly. The sling in question was not available during technician visit at the facility site. The only information provided by the customer during technician evaluation was as following: "no defect has been found by the caregiver. It seems this is highly linked to a sling detachment incorrectly attached." It was also mentioned that "no direct witness has been met (due to holidays period). The circunstances have been mentioned by the head of the care unit." Following all details reported the patient was lifted from the bed, therefore from the horizontal position. From simulations, we know that when the clip is not attached and under tension with the weight of the person in the sling from the start, a drop will be immediate. If the labelling is followed there can be no issue. However, it is possible for the caregivers to not have followed the labelling and not checked the clips are correctly attached and remain in tension as the weight of the resident is gradually taken up. The user is obliged to monitor the clips becoming under tension when the weight of the patient is gradually being loaded on. It is also possible that the clip went upward when it was not under tension and remained attached, but the attachment was unstable. An unstable position of clip could led to clip detachment on the beginning of lifting (just when tension was applied) or in the middle of transfer (when repositioning, transferring with sudden jerk or patient movement). The instructions for use for passive clip slings (IFU 04.sc.00-int1_2) provides pictographic procedure regarding proper clip attachment process. The document guides, step by step, through a proper sling application. It is important to make sure that the clip sling is attached securely before and during the lifting process. According to the warning in the IFU: - "make sure that: all clips are securely attached"; - "to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process". Moreover, product instruction for use have been evaluated in terms of the effectiveness for use by volunteers outside of the health care field. The outcome was that the IFU instructions were found to be adequate to enable the caregiver to perform the intended activities safely. To sum up, system - passive floor lift and passive clip sling has been used for patient's transfer and it that way contributed to the alleged event. No defect has been found within the lift that could cause or contribute to the event however, the one of the clip detachment occurred and from that perspective, the system did not work as intended. Even though patient did not sustain any injuries we decided to report this complaint to the competent authorities due to the fact that patient fell of the sling and such circumstances (clip detachment during transfer) may result in serious injury upon reoccurrence.

Manufacturer narrative:
Arjo qualified representative evaluation reveled that lift was working properly, according to the specification. The sling involved in the event was not available for the evaluation but based on information provided by the customer no defect has been noticed by the caregiver at the time of the event. Additional information will be provided upon investigation conclusions.

Event description:
It was reported to arjo representative on (B)(6) 2019 that there was the incident with the involvement of maxi move passive floor lift and passive clip sling. Based on information provided during initial phase of patient's transfer one of the clips detached from the lift spreader bar causing patient to fall of the sling. Patient was just above the bed so no injuries have been reported.